Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that patient anatomy (fragile leaflets) contributed to the reported slda and the reported tissue damage. The increased mitral regurgitation (mr) is likely due to the reported slda. The reported patient effect of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detached from one leaflet, the leaflet tore and the mr increased. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 2. During a transthoracic echocardiogram (tte) on (B)(6) 2019, it was noted the clip implanted at a2p2 had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)). The anterior leaflet was noted to be torn and the mr increased to 4. No treatment has been performed at this time. No additional information was provided.